Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose (bg) levels (400-500 mg/dl) with a small level of ketones. Insulin injections were used to address the bg level. The contact administered the injection as the customer was feeling ill. The contact was not sure what was causing the high bg levels. Tandem customer technical support (cts) had the contact perform a system check and the pump was found to be functioning as expected. Cts advised the contact to discuss the high bg levels with a healthcare provider. The contact acknowledged.